Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the user could not read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/02/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the reported event could not be adequately investigated due to a blank display issue, thus no conclusions could be made in this regard. The pump case was removed, and the display screen was observed to be cracked. The suspect display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed. Unrelated to the reported event, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.